Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced shortness of breath and a pericarditis. After the procedure was completed the patient reported difficulties to take a full breath and the physician suspected a pericarditis occurred. The patient recovered successfully from the event without any intervention required.